Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a diagnostic error was observed. The atrial tachycardia (at) and atrial fibrillation (af) burden calculations were incorrect. Technical support was contacted and noted the event was due to an incorrect software requirement for calculation of the burden. It was recommended to clear the diagnostic data annually to resolve the event. No intervention was performed. The patient was stable with no adverse consequences.